Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz hlm. Last event recorded in the log is from april 13th while the event date is may 7th. Most likely log were lost during the service activity. Issue has been confirmed through the detailed description. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, 10 minutes after the patient was in the room, essenz hlm cockpit screen became dark and went back to the profile page. The centrifugal pump and cardioplegia pumps were still running. Perfusionist hit the revolution profile button instead of "last case" button and last case could not be resumed. Perfusionist re-entered that and it went to the epm. Also, no checklist came through. Perfusionist said things were chaotic, and he does not recall any other information showing up on the cockpit. The procedure was after midnight. He needed to adjust some timers and when he went to enter ¿00¿ for the hours (it was after midnight and the next day), he received a message saying that the stop time could not be before the start time, as the start time was the previous evening. There was no patient injury.

Manufacturer narrative:
H11: the investigation confirmed the reported condition. During the reboot, the gas blender defaults to values set by the user during profile configuration and flows can be easily readjusted through gas blender user interface. The heart-lung machine's essential functions, including pumps, alarms, sensors, and safety systems, remained operational and continued to perform as designed. A detailed investigation has been conducted. Results revealed that this type of event can be caused by specific high-level processes, such as the logger or windowmanager applications, which can trigger a segmentation fault or watchdog timeout. This leads the linux operating system to reset the logger or windowmanager application to restore normal operation. Livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event.

Event description:
See initial report.